Manufacturer narrative:
The field service representative (fsr) performed a site visit and found an obstructed low concentration waste manifold. The fsr removed the obstruction by cleaning the manifold. No additional discrepant results have been reported since the manifold was cleaned. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trend or systemic issue was identified for the manifold part. The calculated erratic rates for the architect systems were all below the upper control limit with no systemic issues or adverse trends for the issue associated with this ticket. No non-conformances or potential non-conformances were identified for the manifold part associated with this ticket. A review of labeling concluded that the issue is sufficiently addressed in the labeling. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account noticed the mixer wash cup not draining on the architect c8000 affecting patient results. A non-abbott assay levetiracetam generated false depressed results. Patient 1:<2.0 ug/ml repeated 31.1 ug/ml (physician questioned initial result as patient was taking this medication), patient 2: <2.0 ug/ml repeated 8.1 ug/ml. Patient 3: 8.5 ug/ml repeated 19.9 ug/ml, patient 4: 6.5 ug/ml repeated 99.1 ug/ml. The normal/therapeutic range for levetiracetam is dose dependent. No impact to patient treatment based on the levetiracetam depressed results. No specific patient information was provided.